Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received a total of (B)(4) nexiva 24ga units. The units were received as follows: unit 1: received a 24ga catheter-adapter extension set assembly connected to a 10ml syringe along with an empty open package from lot: 9067515. Unit 2: received a 24ga catheter-adapter extension set assembly, a fully retracted needle-grip assembly and a needle cover inside an open package from lot: 9067515. Visual examination: units 1 and 2: since no evidence of damage could be found on any of the components of the units received (without magnification), proceeded to perform the water-leak test. Water-leak test (qcge-011): unit 1: the unit leaked during the water leak test, the source of the leakage was the catheter tubing unit 2: no leakage was observed on any of the areas of the catheter-adapter extension set. Microscopic examination: unit 1: observed there was an internal scratch and cuts (v-shaped) on the catheter tubing caused by the needle tip. Unit 2: no evidence of damage could be found on the catheter tubing or the adapter. Conclusion(s): indeterminate. Unit 1: although the unit was confirmed to leak through a cut found on the catheter tubing, the source that caused the damage could not be determined. Manufacturing related issues could not be confirmed. Unit 2: the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter. "As rn was inserting the nexiva- /punctured the vein- noticed the blood return then blood started leaking from the site where catheter is connected to the butter fly section. 24 gauge nexiva." 2 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "as rn was inserting the nexiva- /punctured the vein- noticed the blood return then blood started leaking from the site where catheter is connected to the butter fly section. 24 gauge nexiva." 2 occurrences were reported.